Event description:
The medication caused severe atrophy for the patient. Hcpo (health care professional office) does consent to follow up (B)(6). No additional information provided or available regarding this report.